Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d133 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, corrective and preventive actions have already been initiated for drive tube leak/break. A photo was returned for analysis. A review of the photo confirmed the leak since it indicated that the drive tube was split just above the retainer. The root cause of the leak is, most likely, lower bearing stop delamination which allowed the drive tube to twist against the lower drive tube clamp. The drive tube was then torn at the base causing the leak. Corrective and preventive actions have been opened to investigate bearing stop delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that the drive broke after 1317 ml of whole blood processed. The drive tube broke just as the centrifuge started to reach is maximum spin speed, causing a blood leak. The customer stated that there were no alarms prior to the issue occurring. The customer aborted the treatment and did not return any blood to the patient. The patient was reported to be in stable condition. A photo was submitted for investigation.